Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date the sample has not been returned to the manufacturer. Therefore, a physical evaluation could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The complaint device was reported to be available for a manufacturer evaluation. Once the device has been received and evaluated, a supplemental MDR will be submitted.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. Prior to the leak, the patient reported that the machine was displaying air detected in cassette alarms. The patient reported that the fluid started leaking after the first fill. The patient was able to trace the leak to the stay safe organizer, where the patient line attaches. The patient immediately clamped off the lines to stop the flow of solution and ended the treatment. The patient informed their peritoneal dialysis registered nurse (pdrn) of the incident the following day. Upon follow up with the patient, it was reported that their treatment was not completed. However, the patient did confirm that they are trained on performing manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics. The patient took ciprofloxacin for 3 days (750 mg per day, oral). The patient is continuing pd therapy on the cycler with no further issues. The liberty cycler set used by the patient was reportedly available to be sent back for a physical evaluation.